Manufacturer narrative:
H6: impact code - f2203 added. With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the watchman flx, part # m635wu50270, batch # 0028060809. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the watchman flx was not returned since it was implanted, therefore returned device analysis could not be completed. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift (medication required). Risk review: a risk review was completed and confirmed that the events of implant movement/shift were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Champion-af study. It was reported device migration occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx closure device was implanted with a complete laa seal and deployed device diameter of 24 mm. The patient was discharged on aspirin. On (B)(6) 2022, protocol required 4-month laa-imaging was performed and computed tomography (CT) assessment revealed a complete seal. On (B)(6) 2024, 861 days post index procedure, the patient was incidentally found to have a malpositioned implant on a CT coronary. Transesophageal echocardiography (tee) revealed device malpositioning with flow into the laa. At the time of event, the patient was on aspirin (81 mg/day) and was started on apixaban. No complications were reported. It was further corrected that it was on (B)(6) 2024, 850 days post index procedure, the patient underwent the CT coronary which found the malpositioned closure device.

Manufacturer narrative:
B3: event date corrected. B5: information added.

Event description:
(B)(6) study: it was reported device migration occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx closure device was implanted with a complete laa seal and deployed device diameter of 24 mm. The patient was discharged on aspirin. On (B)(6)2022, protocol required 4-month laa-imaging was performed and computed tomography (CT) assessment revealed a complete seal. On (B)(6)2024, 861 days post index procedure, the patient was incidentally found to have a malpositioned implant on a CT coronary. Transesophageal echocardiography (tee) revealed device malpositioning with flow into the laa. At the time of event, the patient was on aspirin (81 mg/day) and was started on apixaban. No complications were reported. It was further corrected that it was on (B)(6)2024, 850 days post index procedure, the patient underwent the CT coronary which found the malpositioned closure device.

Event description:
Champion-af study. It was reported device migration occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx closure device was implanted with a complete laa seal and deployed device diameter of 24 mm. The patient was discharged on aspirin. On (B)(6) 2022, protocol required 4-month laa-imaging was performed and computed tomography (CT) assessment revealed a complete seal. On (B)(6) 2024, 861 days post index procedure, the patient was incidentally found to have a malpositioned implant on a CT coronary. Transesophageal echocardiography (tee) revealed device malpositioning with flow into the laa. At the time of event, the patient was on aspirin (81 mg/day) and was started on apixaban. No complications were reported.

Event description:
Champion-af study. It was reported device migration occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx closure device was implanted with a complete laa seal and deployed device diameter of 24 mm. The patient was discharged on aspirin. On (B)(6) 2022, protocol required 4-month laa-imaging was performed and computed tomography (CT) assessment revealed a complete seal. On (B)(6) 2024, 861 days post index procedure, the patient was incidentally found to have a malpositioned implant on a CT coronary. Transesophageal echocardiography (tee) revealed device malpositioning with flow into the laa. At the time of event, the patient was on aspirin (81 mg/day) and was started on apixaban. No complications were reported. It was further corrected that it was on (B)(6) 2024, 850 days post index procedure, the patient underwent the CT coronary which found the malpositioned closure device.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the watchman flx, part # m635wu50270, batch # 0028060809. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis the watchman flx was not returned since it was implanted, therefore returned device analysis could not be completed. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift (medication required and imaging required). Risk review: a risk review was completed and confirmed that the events of implant movement/shift were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device.